Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block g2 (report source: other): foreign: west bank gaza strip (palestinian territories). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, the white band moved and caused the other bands to move, and one band got damaged. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position, and one band was damaged.

Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block g2 (report source: other): foreign: west bank gaza strip (palestinian territories). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed (handle assembly only), it was observed that the trip wire was not secured, it wasn't pulled up to take up rest of slack. Per media analysis on the provided photo, it showed the ligator housing with four bands attached to it and one band was broken and overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon media analysis, it showed the ligator housing with four bands attached to it and one band was broken and overlapped. Upon analysis on the returned handle, it was found the trip wire was not secured, it wasn't pulled up to take up rest of slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, the trip wire wasn't pulled up to take up rest of slack; however, the IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." These conditions, unsecured trip wire and the slack of the trip wire was not pulled, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. It is possible that these could cause the problems found based on media analysis. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the bands, the white band moved and caused the other bands to move, and one band got damaged. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position, and one band was damaged.